Manufacturer narrative:
A complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. Visual and x-ray examination found the helix was bent/stretched. The helix mechanism test could not be performed due to the condition of the helix. The cause of the reported event was isolated to the helix being clogged with blood/tissue, helix being bent, and over torque of the inner coil.

Event description:
During device preparation, the lead failed to retract. A new lead was implanted successful and the patient was in stable condition.